Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during basal and bolus. The customer's blood glucose was 178 mg/dl at the time of incident. The customer stated that they changed the reservoir and infusion set. Troubleshooting was done. The customer stated that the no delivery alarm occurred during fixed prime. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.